Manufacturer narrative:
B3: using the article publish date as the event date, as it is unknown. D4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via journal article that serious injuries occurred. The following event was obtained via an article following 382 patients who underwent a left atrial appendage (laa) closure procedure at a single facility, where watchman laa closure devices were implanted either alone, or implanted during a concomitant procedure with cryo-balloon ablation (cba) or radiofrequency catheter ablation (rfca). The following serious injuries occurred: bleeding, pericardial effusion, device related thrombus, peri-device leak and incomplete occlusion. Journal citation: xiao-hai, j. Et al. (February 17, 2025). Comparison of prognosis and analysis of related risk factors among three different left atrial appendage occlusion procedures in patients with atrial fibrillation. Frontiers in cardiovascular medicine. Doi 10.3389/fcvm.2025.1534899.